Manufacturer narrative:
Section g3 - PMA/510(k) #: corrected. Section h6 health effect - clinical code: corrected. Section h6 health effect - impact code: corrected. Section h5 - labeled for single use: corrected. Section h8 - usage of device: corrected. Manufacturer¿s investigation conclusion: the reported event of a shock to the right side of the patient¿s body was unable to be confirmed. Log files were submitted for evaluation and data from 05sep2024 ¿ 16sep2024 was reviewed. All of the captured data appeared to show the mobile power unit operating as intended. No notable alarms were active in the log files. The heartmate mobile power unit (serial number unknown) was not returned for analysis. It was reported that while the patient was switching power sources from battery to the mobile power unit (mpu) the left ventricular assist device (lvad) shocked the right-side of their body. The patient stated that it happened again the following night when switching from battery to mpu. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 instructions for use, rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use, rev. C section 3 ¿ ¿powering the system¿ explains to keep the mobile power unit dry and away from water or liquid. If the mobile power unit comes into contact with water or liquid, it may fail to operate properly, or you may get a serious electric shock. In addition, to avoid the risk of electric shock, plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook, rev. D and heartmate 3 instructions for use, rev. C caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that while the patient was switching power sources from battery to mobile power unit (mpu), the left ventricular assist device (lvad) shocked the right-side of their body. The patient stated that it happened again the following night when switching from battery to mpu. Log files were sent for review. The event log file captured routine events.